Manufacturer narrative:
Age at time of event: (B)(6) years or older. (B)(4). Device evaluated by MFR.: device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The device was returned in two pieces. The tip, hypotube, collar and distal shaft was microscopically examined. Inspection revealed numerous kinks in the hypotube, and a complete separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-sep-2016. It was reported that the catheter failed to cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A guidezilla guide extension catheter was selected to be used. During the procedure, it was noted that the device was unable to cross the lesion. The procedure was completed with this device. No patient complications were reported and the patient's condition was good. However, device analysis revealed a complete separation at the collar.